Manufacturer narrative:
This complaint has been re-opened as the device was returned for investigation. Upon completion of the investigation it was noted that biological debris was noted inside the casing. An occlusion was also found at the inlet of the ruby ball. This appears to be the cause of the failure reported by the customer. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that the patient had a valve implant. Patient presented with a headache. The surgeon chose to revise the valve to a new one. No adverse events to the patient.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device not returned.